Event description:
It was reported that the patient's seizures became worse following a generator replacement. The physician noted that the patient was having a lot of psych problems at the time, which made it difficult to assess if the worsening seizures was related only to the patient's condition or both the condition and the psych problems. The physician also reported that the patient's seizures are likely very intractable. Follow up with the physician revealed that while the patient had a lot of seizures before, the patient's mother felt that the patient was worse after the vns replacement. It was reported that the mother's assessment also included the patient's functions, but no further explanation was provided. The physician reported that an intervention was taken for the patient's comfort, though no indication of what interventions took place were provided. No additional relevant information has been received to date.